Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the duplicate cubie pocket failures had occurred on drawer 6.2, likely due to a hardware or configuration issue related to the cubie pockets or row board connections. A field service engineer removed the duplicate cubie pocket, and the customer unloaded the medications. The device was then shut down, the row board cables were reseated, and the system was rebooted. Following this, the customer successfully loaded the medications into a different cubie pocket. The functionality of the half-height cubie drawer was verified using the diagnostics tool, and the drawer was confirmed to be operational. The customer was able to open and inventory the drawer, and no further issues were reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a duplicate cubie pocket failure. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.